Event description:
It was reported that during a lap cholecystectomy procedure, there was no function after a few minutes. Take new instrument, same problem. Take new instrument. No further info is available. There was no adverse pt consequence.

Manufacturer narrative:
Damaged blade. Instrument b: batch#c9cd0f; exp date:04/06/2011; mfg date: 05/06/2006; (blade tip detached from blade subassembly). Evaluation summary: the analysis results found that the dh010 device (a) was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The analysis results found that the dh010 device was returned with the blade scratched. The blade was tested and was found to be functional and activated the blade as intended. However, when the blade was being disassembled from the handpiece the tip came off from the blade subassembly. No conclusion could be reached as to what may have caused the found damage. While we were unable to recreate the reported event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.